Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery with thyroid stuck onto nerve. Nerve stimulator/monitor was not recognizing the nerve. Surgeon had to ignore the nerve monitor signals and further expose left recurrent laryngeal nerve until the nerve monitor signal became increasingly positive. Very concerning false negative signal which nearly resulted in inadvertently dividing this very important nerve. Despite the nerve not being divided there has been sufficient nerve damage that the patient has left cord palsy with significant change to voice. Clinical cord palsy (hoarse voice and poor cough) was verified by laryngoscopy and will be referred to ent voice clinic. Additional information received stating the 'stimulus deliver' tone was heard but the tone of non-nerve/ muscle despite us being on the recurrent larygneal nerve with a reasonable stimulus (eg. 2.0 ma) so appeared to be a 'false negative' stimulus, hence the datix and device check with medical physics. There was a low voltage waveform on the screen. Muscle relaxant was used.